Manufacturer narrative:
Concolusion - transformer ordered to do repair.

Event description:
It was reported by service report that the mattress was not powering on even when plugged into bed due to failure of the transformer.